Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 4 fr per-q-cath hub was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter hub appeared to have been broken off of the catheter at the distal end of the strain relief. A microscopic observation revealed the break site at the distal end of the catheter hub was mostly flat and granular in texture. The location and characteristic of the break in the returned catheter hub indicate the catheter likely broke due to excessive tensile (pulling) force. A lot history review (lhr) of redq0982 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported after 15 days of usage, the catheter experienced seepage. Upon discovering the leaks, the nurse removed the catheter and observed for damaged. When rotated, the catheter ruptured. No other information was provided.